Event description:
A malfunction was reported with the pump, described by the customer as malf 0, which was attributed to a software error. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.